Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H6 codes: component code - correction. H10 corrected data.

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Manufacturer narrative:
(B)(4). 3004753838-2025-083680 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.